Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the universal porting block was found to be damaged. The damage is consistent with the device being dropped. The universal porting block was replaced to address the issue. The device failed a step during testing. The ventilator's active exhalation control module was replaced to address the issue.